Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's ins was not really working much anymore. The patient clarified that the device had not been charging up and had not been holding a charge for a while about a year or so. The patient spoke with their healthcare provider (hcp) about ins and lead replacement. The patient requested a call from their manufacturer representative (rep) regarding scheduling a replacement procedure. No symptoms were reported. Additional information was received from the manufacturer representative (rep). The rep confirmed that they spoke with the patient, but did not provide any call details. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient provided their weight information and stated that the stimulator will not hold the charge and will not turn on providing no therapy. They are thinking it¿s a faulty battery or the ins itself was put in in 2012. No steps were taken to resolve the issue yet. There was nothing at the time that patient needs to have as soon as possible. There has not been an appointment scheduled to put a new one in, at this time. Patient talked with a rep and waiting for their call back. O further complications were reported.